Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per srt, the o2 sensor calibration test had a set point of 21%. The o2 sensor read 27.8%, the value on the external gas analyzer was 21.3% the srt replaced the o2 sensor. The epgs operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) installed oxygen (o2) sensor into a lab use only electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm). He connected the epgs to o2 and air, entered the perfusion screen on the ccm.. After the warm-up period, the calibration of the epgs was initiated and passed. The measurement of direct current (dc) output voltage from the o2 sensor was at 5 l/min and 100% o2 was 1.83 volts which is within the specifications of .55-2.78 volts. Compared the o2% set point to the ccm reading and an external o2 analyzer reading and the o2 sensor was inaccurate at 60% and 80%. Specifications for oxygen analyzer accuracy: +/- 3% of o2 set point at calibration flow and pressure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the unit failed accuracy testing. There was no patient involvement.